Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for pump error and low battery alerts. No further information provided.

Manufacturer narrative:
The insulin pump was received with high sleep current; after disconnecting and reconnecting the internal battery connector on the printed circuit board area, the insulin pump was monitored and operating currents were within specifications. However, the insulin pump alarmed pump error 63 during self-test and were found along with pump error 4 at the pump history files due to cold solder joints on the keypad assembly. The insulin pump passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.